Event description:
Abbott imx sirolimus reagent lot 802873106 is exhibiting higher than normal complaint activities related to three calibration errors. When the calibration errors are generated, there is no impact to patient results because no results can be reported, therefore, a delay in patient results can occur. When a valid calibration curve is obtained, a calibration curve shape is achieved that will give accurate results. The control values generated from a valid calibration curve assure accurate results are derived. A product recall has been issued and reported under 21cfr806 for the abbott imx sirolimus reagent lot 802873106 to the FDA (B)(4) on (B)(4) 2010. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4), suspect medical device, expiration date: the correct expiration date of imx sirolimus reagent lot 802873106 is 5/13/10, not 7/23/10 as was submitted in the initial medwatch submission. Suspect medical device, expiration date was corrected in this submission. The imx sirolimus calibration errors generated with reagent lot 802873106 were caused by a calibration curve ratio outside the imx sirolimus assay file limits for the imx sirolimus calibrator b/calibrator a and calibrator f/calibrator a. A product recall was issued and a letter was sent to abbott customers with instructions to discontinue use and destroy the suspect imx sirolimus reagent and switch to a replacement lot of reagent.

Manufacturer narrative:
(B)(4). The imx sirolimus calibration errors generated with reagent lot 802873106 are caused by a calibration curve ratio outside the imx sirolimus assay file limits for imx sirolimus calibrator b/calibrator a and calibrator f/calibrator a. A product recall was issued and a letter was sent to abbott customers with instructions to discontinue use and destroy the suspect imx sirolimus reagent and switch to a replacement lot of reagent.